Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed as device evaluation has been completed.

Manufacturer narrative:
At this time, the device has been returned but evaluation is not yet complete. This record will be updated upon completion of analysis or if additional information becomes available.

Event description:
It was reported that this patient, who had been lost to follow up for several years, experienced episodes of syncope. The patient was noted to have complete heart block. When the patient's pacemaker was interrogated, it was determined that the battery was at end of life (eol) and therefore limited data and testing options were available. This pacemaker was explanted and an implantable cardioverter defibrillator (ICD) was placed. No additional adverse patient effects were reported.